Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.